Manufacturer narrative:
Other, other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the cassette pig tail tubing split at hub where medication connects to extension tubing. Narcotic medication dripping out. Patient on comfort measures/palliative care. The outcome of the event was resolved. Lot number provided was invalid. No adverse patient effects were reported by the customer.